Event description:
Replaced cup with a zimmer cup and swaped out head.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See h4 expiration date h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2024-00151; 400-03-322, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.